Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one link IV connector experienced no flow while. The customer stated that they removed the one link in order to achieve adequate flow. There was no patient injury or medical intervention associated with this event. No additional information is available.